Event description:
It was reported by the customer that the reservoir is leaking past second o-ring. Customer declined troubleshooting and changed entire set. Customer's blood glucose level was 424 mg/dl at time of event customer returning reservoir for analysis. Blood glucose level was 359 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.